Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results of the device found that it was received with a clip in jaws and with the top shroud cracked. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 12 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue or the damage to the top shroud. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a gastric procedure the device was spitting clips at the first firing. This occurred at the back table, no clips went into the patient. A second device was pulled to complete the procedure with no patient consequence.